Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a scheduled echo procedure, interrogation of this right ventricular lead revealed high out of range impedance measurements and noise on the electrogram. The device was reprogrammed. A revision procedure was performed. After the pocket was opened, the is-1 portion of the lead could be pulled back without loosening the set screw. The lead was reinserted and the set screws were tightened. Acceptable lead measurements were obtained. It was thought the issue was resolved. No adverse patient effects were reported.